Manufacturer narrative:
A certain® universal ratchet extension implant driver (short) was returned for inspection. Visual inspection revealed wear consistent with use. The o-ring appeared to be worm and compressed, likely requiring exchange. The product was functionally tested, and found to fit more loosely than normal. The implant driver required such little effort to remove that it is considered non-functional in its current condition. The complaint malfunction was therefore confirmed. A device lot number was not provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Subcrestal implant placement protocol ¿ certain® internal & external hex connection tapered implants ¿final seating of the implant may require the sue of the ratchet extension and the ratchet wrench. Verify that the ratchet extension is engaged/retained within the ratchet wrench (wr150 or h-tirw), in order to prevent accidental swallowing or aspiration of the ratchet extension.¿ the risks associated with biomet 3i implant placement are highlighted in risk management file rm-00053-haz rev 3 ¿ master implants, and identifies the following probable cause for this reported event: clinician does not follow recommended protocol for implant placement and final seating (e.g. Driver inserted incorrectly, driver selection, driver not fully engaged, driver maintenance protocol followed) a singular cause for the event could not be determined.

Event description:
The dentist indicated a device malfunction causing a delay in the surgical procedure due to the dentist not having a replacement device to complete the procedure. The dentist said that he was not able to insert the driver (ire100u) into the wrench and as a result the doctor was unable to complete the procedure causing a delay which required the patient to return at a later date in order to complete the procedure.